Event description:
The reporter stated the device result was possibly in the 300's mg/dl and she dosed insulin then passed out. Emts were called and they treated her with a glucose IV and transported her to the hospital. She was later released with a blood glucose of 76mg/dl. The device was replaced and requested to be returned for evaluation.